Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator alarmed and became inoperative. The patient ambu bagged, and transferred to another ventilator without harm.